Manufacturer narrative:
Correction: a2 has been updated to reflect the correct date of birth: (B)(6) 2011. Correction: d6a has been updated to reflect the correct date of implantation: (B)(6) 2021. Per the clinic, the patient experienced an infection around the electrode (specific date not reported). Subsequently, the patient was treated with oral and IV antibiotics (specific date and duration not reported). This report is submitted on april 04, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on january 27, 2023.

Event description:
Per the clinic, the patient experienced a migration of the electrode array out of the cochlea. Subsequently, the device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.